Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a chipped top case corner and a cracked bottom case and plunger case. Review of the event history log (ehl) showed an audible backup alarm. A functional test was performed and the reported issue was not duplicated. As a result, no additional repairs were performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that device had an audible alarm b2063554. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.